Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was loaded to address the issue. While performing a cartridge change, the load fill tubing sequence took more units than usual to complete. A supply change was performed resolving the issue. Customer¿s blood glucose was 222 mg/dl.